Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci. This artifact lead to false positive grams stains being reported. The customer is unaware of any course of treatment change due to these erroneous results. Description of the event/incident: verbatim: ¿customer reports staining issues with precipitate that looks like gram positive cocci. "